Manufacturer narrative:
Upon inspection, no issues were found with this device. The inner shaft serves to hold the implant during insertion- it is not involved with device expansion; therefore, this device has been determined to be concomitant. Investigation will take place on contributing products in MFR report # 0009617544-2020-00201.

Event description:
It was reported that the vlift expander did not expand the height of the cage smoothly and gets caught on the vlift inside shaft intra-operatively. Surgery was successfully completed with the expander and no delay. No adverse consequences or medical intervention were reported. This report will capture the inside shaft.

Event description:
It was reported that the vlift expander did not expand the height of the cage smoothly and gets caught on the vlift inside shaft intra-operatively. Surgery was successfully completed with the expander and no delay. No adverse consequences or medical intervention were reported. This report will capture the inside shaft.